Event description:
Catheter tip stopped working and got caught in sheath on extraction. Bi-directional catheter is able to bend or curl to direct ablation catheter. The curl was unable to be straightened to remove from the body. Doctor attempted all maneuvers known without success. Interventional radiologist was consulted who came to the lab. Accessed the opposite groin and attempted to snare the catheter. Snaring occurred but still unable to straighten or remove catheter through the sheath. Vascular surgery consulted and patient taken to or for surgical removal by vascular team. Thrombus also noted at the site. Patient had to be admitted to cardiac ICU, had jp drain placed and was placed on IV blood thinner. At discharge he will need po blood thinner for about 6 weeks post discharge and a follow up appointment with vascular 3-4 weeks post discharge.